Event description:
A site representative reported a navigation system computer that became unresponsive. There was no patient present when this issue was identified.

Manufacturer narrative:
Device manufacture date now provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.device manufacturing date is unavailable at this time.suspect computer has not been returned to manufacturer for evaluation.

Manufacturer narrative:
Computer performance tests reveal no faults. Unable to duplicate reported event. No further subsequent issues reported after computer replacement installed in stealthstation treon system.